Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by pyrexia and abdominal pain. The cause of peritonitis was not reported. The same day as the event onset, the patient was hospitalized for the event. It was reported that the patient received unspecified treatment for peritonitis. While hospitalized. Seven days after hospital admission, the patient was discharged. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.